Event description:
It was reported that during a breast biopsy, the control module displayed multiple green and blue cable errors. The caller stated that all troubleshooting measures failed to resolve problem and the case was aborted.